Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 508, 123mg/dl. (Meter). Tests were done within 10 mins with a difference of 108%. Pt did not experience any adverse events. No further info has been reported.